Event description:
It was reported this patient underwent double tracheobronchial stent placement in 1999, for the treatment of an obstructed airway. It was discovered one of the stents had fractured 7 days prior to event date. The stent was removed on event date. No further details are available regarding the circumstances surrounding this event. Several attempts to obtain additional details such as location of stent fracture, patient's current status, etc., have been unsuccessful to date. Should additional details become available, a supplement will be forwarded at this time. The device has been destroyed by the user facility. Therefore, no failure analysis available. Without evaluating the device and without additional details, co is unable to determine the cause for this event at this time. Directions for use state under contraindictions: "tracheobronchial obstruction with a lumenal diameter which cannot be dilated to and maintained at least 4mm, or preventing passage of either a rigid or flexible bronchoscope".